Event description:
Hcp reported "in or after replacing catheter that was out of spine plus adaptor was fractured at front connector of pump, pump was evaluated and catheter access portion of pump was loose from the pump and pieces came apart upon evaluation". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.